Event description:
A report was received that the patient was experiencing discomfort as the ipg was hitting her ribs. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing discomfort as the ipg was hitting her ribs. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure and was doing well post-operatively.